Manufacturer narrative:
Follow-up # 1 ¿ (10/31/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/23/2013 and 10/25/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter powers off during use. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2013 and obtained the following information. The patient tests her blood glucose 2x daily and manages her diabetes with regular insulin (18 units 2x daily). The alleged issue began towards the end of (B)(6) 2013. The patient denied making changes to her usual management routine. On the early morning of (B)(6) 2013, the patient alleged she ¿woke up from a dead sleep¿ and claimed she felt a symptom of sweating and was ¿restless.¿ the patient drank a classic coke and ate a piece of toast as treatment. The patient reportedly felt better about 30 minutes later. The patient could not specify what may have caused her blood glucose to drop. The patient felt she ate an adequate dinner prior to going to bed; however, due to the reported issue, the patient reportedly went to bed not knowing what her blood glucose read. There was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.